Manufacturer narrative:
D10 concomitant devices: (1937585) 02-012-39-3040 - logic tibia fin tray cem sz 3f/4t, (2240882)200-02-29 - three peg patella 29mm, (2283013) 201-78-15 - holding pin mini sharp point 4 pk, (2290616) 201-78-81 - 3"" trocar, mod. Hex 2pk, (2291047)02-010-01-0230 - logic femoral ps cem left sz 3. The product associated with the reported event is within the scope of recall z-0021-2022, however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA bulk legal email (440). Patient ID: (B)(6). The patient has retained an attorney who contacted exactech to toll the statute of limitations and preserve the patient¿s ability to file a lawsuit in the future. Because the patient has retained an attorney to preserve the right to file a legal action seeking redress for alleged past serious injury or future serious injury allegedly stemming from the use of an exactech device, the patient appears to allege that there is a purported deficiency in the device and/or that the patient has incurred serious injury as a result of the device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.